Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the transmitter and pump regained connection. The customer indicated that the positioning of the pump in relation to the transmitter may have caused the issues; however, declined to provide further information to tandem technical support regarding the issue.